Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full leads were returned and analyzed and no anomalies found.

Event description:
It was reported that during implant attempt, the left ventricular (lv) and right atrial (ra) leads did not allow for placement due to the patient's anatomy. The lv and ra leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.